Event description:
It was reported that during a da vinci-assisted procedure, a piece from the universal cannula seal fell into the patient. The fragment was retrieved during the same procedure which was completed robotically. The customer confirmed that during instrument insertion, the surgeon observed that a fragment of the cannula¿s rubber seal had dislodged and fallen into the patient. The fragment was retrieved laparoscopically without complication, and the case was completed successfully with no patient injury.

Manufacturer narrative:
The universal cannula seal has not been received for failure analysis evaluation.